Event description:
A biomed technician reported during treatment a dialyzer clotted and the machine alarmed tz64 -emptying stopped alarm. The technician was not sure what phase of treatment the patient was in at the time of the dialyzer clot. However, the patient was transferred to a new machine to complete treatment. The patient's goal ultra-filtration (uf) for treatment was 2.5kg. At the conclusion of treatment the patient had removed 1.3kg more than programmed. The technician did not know the exact uf for each of the two machines used during the patient's treatment but the total treatment yielded 1.3kg uf more than expected. On (B)(6) 2013, follow-up information from the charge nurse reported the patient's blood pressure dropped at the end of treatment and was counteracted by the administration of normal saline. The patient's blood pressure normalized and the patient was able to complete treatment without further complication and/or medical intervention. It was also reported the patient had no adverse effects from the excessive uf.

Manufacturer narrative:
A supplement report will be submitted upon completion of the plant's investigation. This is one of three complaints for the same patient involving three separate products; MFR's 2937457-2013-00379, 2937457-2013-00380, 1713747-2013-00533.